Manufacturer narrative:
(B)(4). The programmer was subsequently returned eight years after this initial observation was reported. Testing revealed the inverter shorted out on the lower half and the inverter cover was badly melted. Additionally, the lcd cover was melted from the inverter shorting out. All damaged items were replaced. There was not evidence of abuse or mishandling. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this programmer displayed a telemetry error message during testing. A boston scientific technical services consultant explained the issue may be caused by noise or some transient condition. The unit will not be returned as it was functioning appropriately after this occurrence.